Event description:
It was reported the patient experienced a loss of therapeutic effect after lead replacement. The patient had a slight tingling sensation in the chest and upper shoulder; the stimulation was in the wrong location on the left side only. The patient was seen by a manufacturer representative. Impedance reading >4000 ohms was reported on all or some of the bipolar pairs. Everything was over 4000 ohms with the exception of 01=371 / 02, 03=415, / 12=371, 13=415 / 23=371. It was suspected there was some type of fluid short but palpation did not cause any symptom change. An x-ray of the stimulator / extension and lead / extension areas was recommended.

Manufacturer narrative:
This report is being submitted following an internal audit. This event was originally reported as a follow up report for manufacturer report # 3004209178-2008-03846.